Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory the returned implantable cardioverter defibrillator (ICD) was analyzed, passed all tests performed and exhibited normal device characteristics.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The ICD was explanted.